Event description:
(B)(4). Severe headaches, tingling in hands and feet, body aches, itching, rashes on upper torso, numbness in hands and feet, depression, anxiety, bloating of the stomach, severe gas, hurting in the pelvic, back, and abdomen, allergies to deodorant, and the sever fatigue.